Event description:
It was reported that the patient presented for generator change. It was observed that the right ventricular (rv) exhibited high capture threshold due to the patient's myocardial fibrosis. The patient was scheduled for lead replacement, and it was noted that the helix was stuck. The lead was ultimately explanted and replaced. The patient was stable.